Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced post-reset ram crc alarm (pump error 23). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and customer reported receiving pump error 23. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours and error wasn'timmediately after battery change no harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned. Customer will discontinue using the pump.

Manufacturer narrative:
Unit passed self-test and displacement test. Unit successfully downloaded to thump. No pump error 23 or pump error 15 noted during test. However, the formatted history file confirmed the pump alarmed pump error 15 alarm(line number 442 file number 38) on 03/29/2024 21:13:09.000 and pump error 23 alarm(line number 442 file number 38) on 03/29/2024 21:30:55.000 due to software error as per global logic analysis(esf3764387). No moisture damage noted to electronic assembly or motor assembly per visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, corroded battery tube, cracked keypad overlay. The p-cap/reservoir does lock properly. The history download confirmed pump error 15 and pump error 23 due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.